Event description:
Bone marrow aspirate and biopsy attempted and was unsuccessful due to low suction. Manufacturer response for jamshidi needle, (brand not provided) (per site reporter). ====================== none yet.